Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with meter blood glucose now alarm and high blood glucose levels. The customer states they conducted set change and received meter blood glucose now alarm. The customer states they tried to calibrate and continue to receive alarm. The customer's blood glucose level was 492mg/dl. The customer treated for the high. Troubleshoot was conducted. The customer was advised to change senor and replacement would be sent out.